Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 22085071 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing had a crack in it below the drip chamber found during the heparin infusion. The following information was provided by the initial reporter: "rn in pts room; observed tubing having a large crack in it below drip chamber; heparin not infusing into patient"

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing had a crack in it below the drip chamber found during the heparin infusion. The following information was provided by the initial reporter: "rn in pts room; observed tubing having a large crack in it below drip chamber; heparin not infusing into patient"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.